Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The indication for the procedure was an abdominal aortic aneurysm (aaa). Another MFR's stent graft was implanted and while deploying the stent in the blood vessel using the equalizer balloon catheter, the balloon ruptured on third inflation. The volume of liquid used to inflate the balloon is unk. The procedure was completed successfully with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "no injury."

Manufacturer narrative:
Product was not returned; therefore, product analysis could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).